Manufacturer narrative:
The explanted devices were not returned to bsn for analysis as they were discarded by the medical facility. A review of the manufacturing documentation for the explanted devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the explanted devices found them to be satisfactory.

Event description:
A report was received that a pt was explanted due to a (B)(6) infection at the ipg site. The pt had experienced drainage. The physician does not believe that the infection was device or procedure related. The pt is reportedly doing well following the explant procedure.